Event description:
During a wisdom tooth removal procedure on (B)(6) 2013, the cutting burr loosened and pulled slightly out of the burr attachment when the surgeon applied pressure. The burr was a competitors device. Reportedly the surgeon completed the procedure using an unspecified attachment and drill bit. No additional information was provided. This report is for an unknown drill bit. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. (B)(4)